Event description:
Customer reported issues with the insulin pump. Customer states that the blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had corroded keypad trace on up arrow button. No weak battery alarm noted. All operating currents are within specification. The insulin pump passed displacement test and self-test. The insulin pump had a cracked reservoir tube lip, scratched reservoir tube window, cracked lcd window, cracked case at display window corner and minor scratches on lcd window.